Event description:
The complainant stated that on (B)(6) 2011 during a pelvic exam, the pt complained of a "pinching" feeling. The complainant removed the small vaginal speculum and noted that the bottom bill was broken in a v shape and was very sharp. The speculum was all together, no pieces were missing. When she removed the speculum, she noted the pt was bleeding and the vaginal wall was lacerated. She applied silver nitrate and the bleeding stopped. She could not adequately visualize the laceration due to bleeding, so she could not determine the size. The pt healed without any problems.

Manufacturer narrative:
Welch allyn is reporting this event pursuant to FDA's two-year reporting rule based on the original report filed on october 26, 2010. This speculum has been discarded and has not been returned to welch allyn. This failure mode is currently under evaluation and a follow-up report will be submitted when the evaluation is complete.